Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, after the firing of the instrument, clip incomplete closure. Another like device was used to complete the procedure. There was a delay to procedure of forty minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Advancer. The analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the advancer was found to be bent towards the tissue stop and due to this condition no clips could be fed. No further testing could be performed due to the condition of the device. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device.